Event description:
Same case as manufacturing number 6000093-2005-00666. It was reported that one hour following a coronary drug eluting stenting treatment procedure the pt experienced an acute thrombosis. In 2005 there were 2 lesions requiring treatment. Both were located in the non-tortuous left anterior descending (lad) artery. One lesion was at the bifurcation of the lad/diagonal (dx). Both lesions had a high grade stenosis-75% and were described as non-calcified. Taxus express2 drug eluting stents, sizes 2.75 x 28 mm and 3.0 x 24 mm, were placed as treatment. There had been no pre dilation of the vessel for either stent. An unknown type 2.0 balloon was inflated in the dx-plain old balloon angioplasty. One hour post procedure, the pt had severe chest pain. The pt was brought back to the cardiac catheterization lab. Angiography showed the stented area was clotted throughout. An excimer removed the clot and a 3.25 mm balloon was used to post-dilate the area. Plavix was given pre and post procedure and angiomax was given during the procedure. The pt was discharged from the hosp 2 days later and has recovered without seuela. The physician does not know if the event was directly related to the stents.